Event description:
Her tandem tslim x2 pump is not giving the blouses of insulin that it should, based on the bolus calculator and is, at the same time, repeating the doses on the device printout as having been given 4 to 10 times. This leading to hyperglycemia but also could cause severe hypoglycemia if it was giving all the doses it notes as having given. This could be a software, not a hardware problem, but she feels she is not getting enough insulin through the pump. And regardless, it becomes impossible to determine what is truly happening with the device. I had her remove the pump, switch to injections and get a replacement pump to be sure she is safe. FDA safety report ID (B)(4).